Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a high dose etoposide infusion, a leak was observed from a crack at the vent cap. No patient harm was reported. The event occurred between (B)(6) 2018.

Event description:
The customer reported that during a high dose etoposide infusion, a leak was observed from a crack at the vent cap. No patient harm was reported. The event occurred between (B)(6) 2018.

Event description:
The customer reported that during a high dose etoposide infusion, a leak was observed from a crack at the vent cap. No patient harm was reported. The event occurred between (B)(6) 2018.